Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported that they attribute the error message displayed on the ventilator to a faulty power outlet. The customer reported that the unit runs as intended and has been placed back in service. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).